Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The customer reported that while priming the ECMO pack that they encountered several issues. They are listed as follows: when the pack was opened, a good number of the tubing caps were loose, not on the tubing/oxygenator/hemoconcentrator, and in the case of the hemoconcentrator, there didn't seem to be any caps aside from the separately packaged connectors. When the shunt line was picked up, the luer portion came loose and dropped on the floor. The one-way valve within the shunt line seemed to be chipped and jagged within its bonded connection on one side.

Manufacturer narrative:
A picture of the foreign matter was provided. The device was not returned for an evaluation. An internal investigation was opened, the root cause of the foreign matter in the port cannot be attributed to any cause. The failure mode could not be determined. The complaint has not been confirmed. (B)(4).